Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was not in patient use. The third-party service center received the device for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the third-party service center, a failure of the device's lcd was observed. The device's lcd to board cable was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.